Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of suspected thrombus cannot be confirmed. Additionally, a review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. A review of the submitted log file revealed two transient elevations in pump power and flow which were associated with pulsatility index events. No other unusual events or alarms were captured and the pump operated as intended above the low-speed limit for the duration of the log file. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including thromboembolic events, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for analysis. An uptrend in the patient¿s flows had been noticed, and the patient was a higher risk for thrombus. Log files captured transient power and flow elevation associated with pulsatility index events.